Event description:
It was reported that during the implant procedure, it was not possible to inset the stylet into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was determined to be obstructed by blood, a blood ingression was found on the inner tubing, and blood was found on the distal end of the electrode.

Event description:
It was reported that a lead was sent back to medtronic by the hospital from consignment stock with a note that it was broken and the request to exchange for a new lead. Update: according to the physician who did the implant was not possible to put the stylet into the lead. Us FDA MDR it was reported that during the implant procedure, it was not possible to inset the stylet into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.